Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided specified hearing protection, however a patient's medical conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.

Manufacturer narrative:
Incident date is not known. (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the customer was notified by their ear, nose, and throat (ent) department that a patient was being treated for tinnitus. The patient believes that it was due to the MRI she underwent in november for her shoulder. The patient was provided ear plugs, and at the time of the exam, did not complain of any hearing issues. The patient reported that the ringing in her ears was noticed the following day. The patient is undergoing treatment however, persistent tinnitus remains.